Manufacturer narrative:
Medical safety/clinical reviewed the event. A 70-year-old female with a medical history of persistent atrial flutter, paroxysmal atrial fibrillation, mixed hyperlipidemia, hypertension, and morbid obesity presented to the emergency department with several weeks of fatigue, dizziness, palpitations, and associated shortness of breath. The patient was newly diagnosed with heart failure with reduced ejection fraction (hfref) with a severely reduced ejection fraction of 10¿15% and severe global hypokinesis. The patient underwent left heart catheterization for ischemic evaluation, which demonstrated two-vessel coronary artery disease involving the mid left anterior descending artery and right coronary artery. Right heart catheterization demonstrated worsening lactic acidosis, with lactate levels trending up to 12.9 mmol/l. The advanced heart failure team was consulted, and the patient was initiated on left-sided impella support, which was subsequently escalated to biventricular (bipella) support with impella devices: impella 5.5 and rp flex. During impella cp support, the patient developed acute renal failure requiring continuous renal replacement therapy and was treated with multiple medications. Paroxysmal junctional rhythm was also reported. The patient was escalated to an impella 5.5, and bipella support was initiated with the addition of an impella rp flex. While on bipella support, the patient experienced multiple adverse clinical events. Additionally, the automated impella controller (aic) connected to the impella rp flex displayed a frozen screen with a persistent ¿complete the procedure¿ alarm. Replacement of the purge cassette did not resolve the issue. The aic was exchanged with no noted consequence to the patient, and the patient continued to receive support without further interruption. After approximately eight days of mechanical circulatory support, care was withdrawn, and the patient expired. Change in reportability. After review of the case by medical safety, it was determined the impella is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been repopulated/updated, corrected accordingly. Date of death. The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of four devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hypokinesis so an impella rp flex was implanted. The patient experienced intermittent suction due to volume overload. Epinephrine was given and platelets were transfused. Due to right hemothorax bleeding the patient was transfused three units of blood products and underwent a thorascostomy with chest tube insertion. The patient continued to have arrhythmia and failure of the liver and kidneys. Lidocaine and levophen were given in response. The patient had a positive sputum culture. The patient's family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A review of the data logs confirmed the complaint. The product was not returned for review. The cause of low pump flow and suction was most likely patient related since the patient had right ventricle failure, fluid volume overload, and suction seemingly coincided with junctional rhythm change. The cause of the hemothorax bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the inflammation, hypotension, arrhythmia, infection, and organ failure was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.